Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd phaseal¿ infusion adapter c100 suffered a component separation, resulting in leakage. The following information was provided by the initial reporter: "nurse spike bbraun infusion line into infusion adaptor . When baxter soft bag was lifted up , the infusion adaptor fell off from the bag."

Manufacturer narrative:
H6: investigation summary: no photos or physicals samples that display the reported issue were provided for investigation. A device history review was performed for reported lot 2110233, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Five retained samples of the reported lot were used for additional evaluation. The product was visually inspected, there was no damage or other defects observed on any of the infusion adapters. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification that all critical dimensions are within specification. All retained samples underwent these evaluations and product was verified to meet required limits, including proper spike length and diameter. Based on the available information, we cannot identify a root cause related to our product or manufacturing process at this time.

Event description:
It was reported bd phaseal¿ infusion adapter c100 suffered a component separation, resulting in leakage. The following information was provided by the initial reporter: "nurse spike bbraun infusion line into infusion adaptor. When baxter soft bag was lifted up , the infusion adaptor fell off from the bag."